Manufacturer narrative:
Three open trocar assemblies, in a tray with other items were received for the report of trocar is lack of valve and causing the leakage. Samples were visually inspected and found to be nonconforming. Sample 1 damaged septum/ angled slit was observed. Sample 2 has a hole and multiple tears in septum. Sample 3--originally had an opened septum, but after soaking septum closed and slit extended into the hub. Leak testing could not be performed due to the damage of the samples. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample 3 evaluation showed an open septum, however septum closed and slit extended into the hub after soaking. Samples 1 and 2 the exact root cause for this complaint is unknown. The open condition and damage of the valves could have contributed to the reported event of trocar valve failure. How and when the valves became damaged cannot be determined from the evaluation performed. A consumer mishandling issue cannot be eliminated as potentially contributing factor. The exact root cause for this complaint is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A other healthcare professional reported that trocar was lack of valve which was causing the leakage at an unknown timing. There was no report of patient harm.

Manufacturer narrative:
Corrected information was updated in d.4. The manufacturer internal reference number is: (B)(4).